Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose and the retainer ring was damaged and experienced hyperglycemia with a blood glucose value of 402 mg/dl at the time of the event. Customer current blood glucose was 327 mg/dl. Troubleshooting was performed and found damage on the retainer ring and the clip; also, pump display was found blank. Reservoir was not able to lock in place. Customer reported that insulin pump did not turn on after trying multiple brand new batteries. The auto mode feature was not active at the time of the event. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Retainer ring =missing. Case type = ngp customer returned device for an alleged blank display and cosmetic damage noted at the retainer ring found on october 29, 2022. Allegation to high blood glucose noted. Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Device passed self test, active current measurement, sleep current measurement, rewind, prime/seating, basic occlusion and force sensor test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts noted during testing or was found in the history files or traces. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, detached retainer, missing o-ring(reservoir tube), broken belt clip rails, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Cosmetic damage was confirmed where detached retainer ring was noted. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unable to verify customer alleged for high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.